Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal cracked during the loading process. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was cracked along multiple rows. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).